Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) along with the competitor's right ventricular (rv) lead exhibited low out-of-range (oor) shocking lead impedance (sli). Additional information obtained from the field representative that the cause of the issue may be the result of the rv lead beginning to fail. Subsequently, the leads were reviewed thoroughly thru programmer and pocket manipulation but were unable to recreate any noise. The clinic will continue to monitor the patient closely. At this time, the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.